Event description:
Pt down in radiology for u/s. Received phone call that pt's PICC line broke. This rn down to assess site. PICC line broke right above the heart. Remaining PICC line pulled out without incident -15cm total-. Parents informed that PICC line broke and new line will be started.